Event description:
The customer reported that the outer sheath at the distal end of the scope came off during an unspecified procedure involving an olympus videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.